Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation is capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, fold crease, white particles, and wear abrasion. A leak test was performed which found opening on the posterior side. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a striated edge opening on the posterior side due to surgical damage. Additionally noted during the analysis was a fold crease; however, it is not considered a workmanship because the device was explanted and received outside of its original sealed packaging.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii and "any creases." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device remains implanted.